Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal band ligation procedure performed on (B)(6) 2021. During the procedure, it was observed that the bands were "jammed" on the release system. Another attempt was made to restart in deploying the bands, but the system of the device was "totally jammed". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing the bands were moved from their positions and overlapped. Additionally, the white band was broken.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the trip wire was not secured, and the slack was not taken up correctly. The returned ligator head and the photo provided by the customer showed five bands attached with some of them overlapped and a broken part of one band. Additionally, the ligator head teeth were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, it is likely that the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend and the bands to break. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal band ligation procedure performed on (B)(6) 2021. During the procedure, it was observed that the bands were "jammed" on the release system. Another attempt was made to restart in deploying the bands, but the system of the device was "totally jammed". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing the bands were moved from their positions and overlapped. Additionally, the white band was broken.